Event description:
A sales representative reported that a flexible microcable (ga173) for an elan-e motor unit burned a pt drape during surgical use on approx. 8/18/97. The pt was not injured. The microcable was returned on 8/20/97 for routine repair. On 8/28/97, the hosp informed the sales representative of the event. Add'l info from the hosp risk manager is pending. Aesculap's qa dept was unable to examine the device since it had already been repaired and returned to the hosp. Functional tests conducted by aesculap's repair technician indicated that the microcable was kinked, resulting in vibrating and grinding during functional testing. Technician determined that the inner cable was broken in two parts. The product package insert instructs the user not to wrap the cable tightly (smaller that 30cm) or bend at sharp angles as this may cause permanent damage to the cable and strong heat development. The malfunction is occurring below the frequency and severity that are usual for this device.